Event description:
During the procedure a retriever was used for a left internal carotid artery (ica) occlusion. Two passes were made with this retriever. An acute right subdural hematoma was confirmed post operation. The physician could not exclude the devices from contributing to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. However, hematoma is noted as potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure, a retriever was used for a left internal carotid artery (ica) occlusion. Two passes were made with this retriever. An acute right subdural hematoma was confirmed post operation. The physician could not exclude the devices from contributing to the reported event.

Manufacturer narrative:
Not available for investigation.